Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case clip was overstretched and would not clip securely to the customer¿s pants. Subsequently, the pump case fell, causing infusion sets to be pulled out. Customer's blood glucose was 300-400 mg/dl. The customer loaded new supplies and resumed insulin delivery.